Manufacturer narrative:
The reported events were cardiac perforation and ¿guidewire was unable to be passed through the lead¿. As received, a complete lead was returned in one piece for analysis. The reported event of ¿guidewire was unable to be passed through the lead¿ was confirmed. X-ray examination found over-torqued of the inner coil at the is-1 connector region consistent with procedural damage. Unable to perform stylet insertion test due to the condition of inner coil being over-torqued as received. The cause of the damaged inner coil is consistent with procedural damage. The lead was returned with the helix retracted and clogged with blood. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures. Hi-pot failure was found between conductors at the is-1 connector leg consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and by applying directly to the inner coil, the helix could be extended/retracted, and helix extension length met specification. A tip stiffness test was performed, and the results were within specification.

Event description:
It was reported that a patient presented with cardiac perforation noted on the patient's right ventricular lead. Upon revision, a guidewire was unable to be passed through the lead. The lead was explanted and replaced on (B)(6)2024. No further adverse consequences were reported.

Event description:
New information received notes that the perforation was noted via ultrasound imaging, with pericardia effusion noted. No further adverse consequences were reported.